Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1; product ID: bi71000529: h3) the manufacturer representative (rep) went to the site to test the imaging system. The rep was unable to replicate the reported issue. System checkout completed and system is operational. Codes: b01, c19, d14 the software team reviewed the case and confirmed this was a software issue. Codes: b01, c10, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the site was unable to dock the gantry at first and were hearing some unexpected noises came from the image acquisition system (ias). They were eventually able to got it to dock but now the gantry would not raise or open. Site also reported that not being able to engage the brakes. There was no patient involved.